Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant, the competitor right ventricular pace/sense connection was not fitting into the right ventricular port of the device. Another device was opened and found the same issue. The physician also tried another competitor device and found the same problem. The device was removed and replaced with a new device and new lead. No patient complications have been reported as a result of this event.